Event description:
A malfunction with code "malf 12" was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and after the reset, the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to contact technical support if any issues arose again and acknowledged this guidance.